Event description:
Same case as MFR# 2134265-2009-05206. It was reported that during a coronary drug eluting stenting treatment procedure, a product mix-up occurred. The target lesion was located in the circumflex (cx) and right coronary artery (rca). The physician asked for a bare metal stent for each of the lesions; however, two taxus liberte drug eluting stents were handed to the physician instead and were implanted in the cx and rca. The procedure was successfully completed with no pt complications reported. Three months later, it was being considered whether or not dual antiplatelet therapy should be discontinued for the pt due to an upcoming knee surgery when it was discovered that drug eluting stents had been implanted rather than bare metal stents. The pt's current condition is listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaints review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.